Manufacturer narrative:
This emdr represents supplemental report # 2210968-2017-01043 for previously submitted MDR 2210968-2017-00652, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data files#asr. Therefore, this report does not represent a new reportable event. This case is being submitted to the FDA for visibility in maude as an individual report; it was submitted prior in a summary report. Therefore, this report does not represent a new reportable event. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for the adverse event which occurred on (B)(6) 2009. (B)(4) submitted for the adverse event which occurred on (B)(6) 2010. (B)(4) submitted for the adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent revision surgery on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2013. No additional information was provided.